Manufacturer narrative:
H10 corrected information: based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process.

Event description:
One device reported as having an alleged false positve result. The complainant retested with two lucira tests with negative results. For additional confirmation, a pcr test was taken with a negative result.

Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a110110224m2 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer, nor any other customer associated with a "false positive" failure mode prior to the reported receipt date of november 03, 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false negative results in accordance with post-market surveillance process. Kit lot# k08a110110224m2 DHR review reference: sample vial lot DHR review: 2112112 (associated internal lot # 210762-2jq) test lot dhrs review: 2111267 (associated internal lot # 210762-18e) based on the limited information available, root cause cannot be determined. With any potential false positive result, there are several potential root causes: -low viral load in patient sample that is below the lod of the lucira and reference test. At viral loads close to lod a test detects a positive >95% of the time. When the viral load is below lod, the follow-up test cannot pick up positive reliably and can generate the impression of a false positive result. Low viral loads can also result in sampling variability between samples. -environmental contamination from other positives being tested in that environment or due to improper collection or handling of the specimen. -device malfunction - please note our devices are extensively inspected and tested through a robust lot release process and this scenario is highly unlikely a supplemental report will be filed if any further investigation and/or additional information is obtained. Lucira health devices are marketed under (B)(4). It is unknown of the brand associated with this reported complaint.